Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. Over-the-counter pain medications did not resolve the issue. The evoke scs system was explanted.

Manufacturer narrative:
The device was not returned to saluda. The root cause for the pain at implant site could not be definitively determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include temporary or persistent post-surgical pain at hardware implantation sites and the patient may require surgery (including revision, explant, and replacement) as a result.¿